Manufacturer narrative:
The reported events of inability to interrogate, no pacing output, and premature battery depletion were confirmed. As received, the device output and telemetry communication were not available. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
This device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
The patient presented in the emergency room with discomfort following a fall resulting in head swelling. Interrogation of the device was unsuccessful and the magnet was unable to stimulate the device either. The physician alleged inability to interrogate the device and loss of pacing was due to premature battery depletion. The event was resolved by explanting and replacing the device. The patient was stable following the replacement procedure.